Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and noise. The pocket was opened and the ra lead and the right ventricular (rv) lead were able to be pulled from the implantable cardioverter defibrillator (ICD). The leads were reinserted into the device and all testing results were good. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.